Event description:
Patient placed on pb840 ventilator in g holding area at 0916. Equipment functioning properly. At 0945, respiratory called due to ventilator malfunction and error message "service alert". Patient immediately removed from ventilator and manually bagged. Ventilator pulled from service, tagged, and clinical engineering notified. Patient placed on a replacement pb840 ventilator with same settings in holding area. As documented, there was no harm to the patient and post procedure the patient was transferred back to care facility.